Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. Dose and concentration information was not reported. It was reported that the patient presented to the emergency room (ER) with symptoms of morphine withdrawal. The patient was "spastic, hopping around, leg crawling". The reporter wanted to know if the pump could be checked to confirm that it was working. The hcp was directed to the national answering service. The patient also had an infection over the site that he was supposed to follow up with his doctor for.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider who reported the infection was only superficial at staple site and cleared with bactrim ds. The patient did not have withdrawal but rather had a reaction/ neurotoxic to the antibiotic (bactrim ds) which also resolved.